Manufacturer narrative:
In speaking with the olympus technical assistance center (tac) via phone, the customer reported a b30 scope communication error. Tac recommended cleaning the scope connectors with 70% isopropyl alcohol and a lint-free cloth or rag. The customer stated he would try to call back if the error returned. The customer called back and was now receiving an e216 scope communication error while using another scope. The customer cleaned that scope with 70% isopropyl alcohol. Tac asked if the customer had another working tower to test both scopes on and to verify the proper connection of the digital light source cable to the evis exera iii video processor. The customer said yes, and they would try and then call back. The customer called back and stated that the scopes did indeed work on the other tower setup. The customer was going to switch out the evis exera iii video processor in part to further decipher which was the true issue. Tac made a follow-up call with the customer, and the customer said that the issue had been resolved. In verifying that the cabling connections were again proper, they found that the small gray connecting cable component between the light source cable and the video processor was loose. Once properly seated, the issue was resolved, and the error message was cleared. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source was displaying error codes b30 and e216 (scope communication messages). There were no reports of patient harm.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following sections were corrected: d9, h4. Based on the results of the investigation, the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. However, additional information received from the customer stated that the issue had been resolved. The customer found that the small grey connecting cable (between the cv/clv190) maj-1941 was loose. Once properly seated, the issue was remedied, and the error cleared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.